Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from the intermacs registry stating that x-ray images demonstrated a disconnect of the bend relief from the sealed outflow graft requiring intervention. No further details were provided to the manufacturer. Additional information from user facility report: abd xray demonstrated a bend relief disconnect requiring intervention.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Additional information from user facility report: pt identifier: (B)(6), date of report: (B)(4) 2013, device info: serial # (B)(4), other # vad-9684, (B)(6).